Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. It was noted by the customer that they had already attempted to replace the test load and therapy cable in an attempt to resolve the failure but the issue remained. The customer requested that the device be returned for bench repair. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.